Event description:
It was reported that the patient underwent surgical procedures on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-06365 and 2210968-2012-06369. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. The outcomes attributed to device were pain, infection, extrusion, bleeding, recurrence, dyspareunia, vaginal scarring and urinary/bowel problems. It was reported that patient underwent mesh removal and repair of rectocele on (B)(6) 2009. (B)(4).